Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery. Unable to confirm the motor position encoder error alarm due to an overwritten history file with alarms due to a corrupted history file. Unable to verify the motion sensor test failure alarm due to the motor error alarm. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor quit working on the insulin pump. Customer's blood glucose was 153 mg/dl at the time of the incident. Customer reported a motor position encoder error alarm. Customer also had a motion sensor test failure alarm on the insulin pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.